Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the neurosurgeon use 1 perforator to perforate the cranium of the patient, the perforator not disengage once perforation was accomplished and open the duramater but not touch the brain. There were no consequences for the patient.

Event description:
N/a.

Manufacturer narrative:
UDI (B)(4). The device was returned for evaluation. The perforator was visually inspected utilizing an unaided eye. No anomalies were observed other than organic matter on the product. A series of holes were drilled per the test method without issue. The root cause for the complaint failure cannot be confirmed. Complaint was not related to the working functionality of the product. Unit was found to meet all applicable acceptance criteria.